Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. The involved file is actually broken in the active part (torque). No material defect was found during analysis of the rupture pattern. Unused product has been evaluated according to our prescriptions and was found in compliance with specifications (measures, torque test). Nothing unusual to report was found during dhrs review. Root causes are not identified. This kind of event is tracked and we monitor the trend.

Event description:
In this event it was reported that a r-pilot file broke during use; as a consequence of breakage, the tooth has been extracted.